Manufacturer narrative:
Hilips received a customer complaint indicating that the v60 ventilator displayed error code 1134, ¿check vent: blower stalled.¿ the device was in use on a patient at the time the issue was discovered; however, no patient or user harm was reported, and no medical intervention or treatment delay occurred. The customer, with assistance from a remote service engineer (rse), evaluated the device and confirmed the reported issue. The unit alarmed on-screen indicating a stalled blower, and error code 1134 was documented in the event log. Further evaluation in pneumatics confirmed that the blower rpm did not increase with elevated pressure settings, remaining at approximately 3000 rpm, and no airflow output was detected at the patient outlet. Based on these findings, the customer was advised to replace the blower assembly. The appropriate part number (rp-blower assembly, v60) was provided, and the customer stated they would proceed with ordering the part for the repair. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the blower assembly was the cause of the reported issue.

Event description:
Philips received a customer complaint indicating that the v60 ventilator displayed error code 1134, ¿check vent: blower stalled.¿ the device was in use on a patient at the time the issue was discovered; however, no patient or user harm was reported, and no medical intervention or treatment delay occurred. The customer, with assistance from a remote service engineer (rse), evaluated the device and confirmed the reported issue. The unit alarmed on-screen indicating a stalled blower, and error code 1134 was documented in the event log. Further evaluation in pneumatics confirmed that the blower rpm did not increase with elevated pressure settings, remaining at approximately 3000 rpm, and no airflow output was detected at the patient outlet. Based on these findings, the customer was advised to replace the blower assembly. The appropriate part number (rp-blower assembly, v60) was provided, and the customer stated they would proceed with ordering the part for the repair. Resolution and disposition are pending - investigation ongoing.